Event description:
Literature: lopez ja, torres lm, gala f, igelsias I, spinal cord stimulation and thalamic pain: long-term results of eight cases. Neuromodulation, 2009; 12(3):240-243. Summary: this article presents a retrospective analysis of the results of pain relief in eight pts suffering from intractable pain of established or suspected thalamic origin who were treated with spinal cord stimulation in the cervical or dorsal column between 1993 and 2007. Reportable event: the electrode fractured and was replaced. The pt recovered without sequela and had excellent results with complete relief of pain and no requirement for analgesic medication.